Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation prior to a generator change out procedure, the ventricular lead exhibited loss of capture at maximum outputs. The lead was capped and replaced. The patient was stable post procedure.